Manufacturer narrative:
Correction: h6 codes should reflect non-return.

Event description:
It was reported that the patient presented for a follow up in clinic. During an unrelated procedure, it was noted that the patient's right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. There were no consequences and the patient was stable.

Manufacturer narrative:
Further information was requested but not received.